Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for two (2) patient samples. This report addresses the non-reproducible elevated access accutni+3 result obtained on (B)(6) 2015 for one patient (designated as patient 1). The customer repeated the patient's sample on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and an elevated result, outside of the assay's normal reference range, was generated. The same sample was then tested on an abbott I-stat methodology and a negative result was generated. The sample was then tested once more on the original access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and a lower result, within the assay's normal reference range, was obtained. The initial, elevated access accutni+3 result was released from the laboratory. There was change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results, as the patient was transferred to a hospital. MDR 2122870-2015-00380 addresses the non-reproducible access accutni+3 results obtained on (B)(6) 2015 for the patient designated as patient two (2). Quality control (qc) was performing within assay and instrument specifications on the date of the event. Qc run immediately after the event recovered outside of customer established ranges. Both calibration and system check were passing within published specifications at the time of the event. The sample was collected in lithium heparin plasma tubes and was centrifuged for three (3) minutes at 4500 rpm (revolutions per minute) at room temperature. No issues with sample integrity were reported by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer's performance. The fse ran a passing high sensitivity (hs) system check. The fse then recalibrated the access accutni+3 assay and obtained a passing calibration curve. No repairs were made and all verification testing passed within published performance specifications. There is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the available information. All MDR's associated with this report are: 2122870-2015-00379, 2122870-2015-00380.